Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that 2 distal main pieces were used. Both stent grafts began to deploy 'misaligned' and both times the physician was able to correct the misaligned deployment by pulling the device distally. The implant was successful and there were no issues. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (unknown cause of event), unapproved use of device (distal device placed proximally). Evaluation, conclusions: (unknown cause of event).